Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient could not get the ins recharger (insr) to connect with the ins to charge. The patient noted that they put the insr paddle right on the ins site and the ins would not charge at all. It was also noted that the patient programmer worked fine and that the patient still had some 'juice' left in the ins. Follow-up was conducted with the patient.